Manufacturer narrative:
The complaint cannot be verified. The material meets product specifications. Five unused samples were visually inspected and tested for static pull. The test results were within specifications.

Event description:
Reporter stated the infusion set broke at the connection of the tube and cannula after it was caught on a piece of furniture. The patient's parents changed the cannula immediately. The parents tested other cannulas from the same package and found the same issue occurs when slightly pulled. The infusion sets were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).